Event description:
The customer passed away. Their family member spoke to them the day before the incident and pt was having a high blood sugar episode. Customer was wearing the pump at the time of death but the doctor office would not release any other information.